Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the 4 x 4 island dressing, sterile 50/bx a50044 make him break out and he has a sore, patient has presented a bleeding for this matter. Patient said his nurse has him trying transparent dressing. Last ordered on (B)(6) 2024. There was no patient involvement, and no harm or adverse event reported.

Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5168143. This report is to acknowledge receipt of the medwatch form, received by amd medicom on april 30, 2025. Since no lot number was provided, a thorough investigation cannot be performed. The manufacturer confirmed that there was no change on used adhesive, manufacturing technology was found. The adhesive grammage, peeling strength were all checked before the release. Skin pasting test for this complained on different body part of different people, and these people move normally, and no abnormity was found after 24hrs pasting test. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personnel skin status. Furthermore, the biocompatibility test was rechecked for this product, and the results are pass.